Event description:
It was reported that during a lap ap resection procedure, the device made metal on metal noise. The staff removed the device and tightened it. They put it back in the patient, but the noise continued. I walked into the theatre and heard this sound. I asked them to remove the device and noticed that the inactive blade was missing. I assumed it was in the patient. Another device was used to complete the procedure. There is the potential for a foreign object to still be inside the patient.

Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.